Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer's fse performed troubleshooting rand replaced the gas delivery system (gds) to address the finding. The gas delivery system(gds) assembly was returned to field investigation (fi). The gds was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during preventative maintenance (pm), the device failed the airflow accuracy test. There was no patient involvement.